Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient presented to the hospital on (B)(6) 2025 with acute respiratory distress, chest pain, and an electrocardiogram consistent with st elevation myocardial infarction. The patient was brought to the cardiac catheterization laboratory where a left heart catheterization revealed an occluded mid left circumflex coronary artery status post percutaneous coronary intervention. An intro-aortic balloon pump (iabp) was placed with a plan to bridge to an impella 5.5 the patient was brought to the operating room and was successfully bridged to an impella 5.5 from the iabp with no complications. It was noted after the patient was brought to the unit for rest and recovery, that the patient¿s temperature was elevated at 101.2 fahrenheit. On day three of support, the patient experienced a nosebleed. It was noted that the heparin intravenous drop had not yet been started and was held until the nosebleed could be evaluated. On day four of impella support, it was noted that the patient had a strong cough and when the patient coughed, the impella would alarm for impella in aorta. The patient was re-sedated. It was recommended an echocardiogram be performed to review the impella position. On day five of impella support, the patient was restarted on heparin as the nosebleed had resolved. On day 11 of impella support the patient was transferred to an outside hospital. Follow-up efforts were unsuccessful in obtaining additional information, and it is unknown if the pump was explanted and the patient¿s outcome is unknown.

Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned for investigation. Fever/ epistaxis: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
D6b updated.